Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomiting and high ketones. The mother stated that the insulin pump was alarming no delivery. Troubleshooting was performed, and insulin did exit during a fixed prime test. The caller stated that the hospital would not release the customer without getting a replacement. The mother mentioned that some of the cannulas were bent and they have tried different infusion sets, reservoirs and insulin. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.